Manufacturer narrative:
Product event summary: the pump with unknown serial number and controller with unknown serial number were not returned for evaluation. Log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Of note, it was reported that the patient was found with both batteries disconnected from the controller. Based on the available information, the most likely root cause of the reported event can be attributed to a disconnection of both power sources from the controller. Additional products: serial or lot#: unk. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller, unk-controller / unknown / model #: unknown / expiration date: unknown, UDI #: asku, mfg date: unknown (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found disoriented and unconscious for an unknown amount of time. Emergency medical services found the patient with both batteries disconnected from the patient¿s controller and a ventricular assist device (vad) stop. The patient was admitted to the hospital and was obtunded. A head scan was performed, along with a toxicology screen which was positive. It was suspected that the patient had overdosed from the prescribed opioid. As the patient became more alert, the patient did not have any recollection of the event. The patient was medically stable. The vad and the controller remain in use. No further patient complications have been reported as a result of this event.